Event description:
Customer reported receiving an error alarm during priming on the insulin pump. Customer stated that insulin was squirting out during the manual prime process. Blood glucose level was 87 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.